Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the ipg was unable to communicate with the external devices after experiencing increased recharge burden for approximately 2 years. The patient last charged the ipg approximately 2 months ago. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced.